Manufacturer narrative:
Retainer ring= black. Case type =ngp. Customer return pump for alleged critical pump error & cosmetic damage located at the battery cap and was found on 09 december 2022. Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self-test. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. In history downloads, no alarms/alerts noted on event date in history files. Unit was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 & force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), peeling serial label, keypad overlay texture damage. Unit was received with no battery cap. Critical pump error is not confirmed. Unable to confirm cosmetic damage located at the battery cap due to missing battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error or open book image and performed safety checks on the insulin pump and the error was found, and also reported the battery cap contact fallen off. Customer reported no other pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will continue using the device upon receipt of the replacement of the insulin pump and it will be returned for product analysis.